Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was not detected on the bus due to being unplugged from the back. A field service engineer reseated the drawer connection to resolve. The system functioned as intended after the field service engineer repaired the device, and the pharmacy technician was able to inventory without issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4 cannot opened. The customer stated that this malfunction caused a delay, since need to retrieve the medications from main pharmacy. However, there were no adverse events or injuries reported based on this event.